Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery spatula (pcs) instrument was analyzed and failure analysis found to have the cable crimp from wrist control cable at the grip hub dislodged. As a result, the cables appear to be broken but it is not. The cable crimp is captured inside the welded grip. The root cause of this failure is attributed to component failure. The complaint was confirmed by failure analysis. The probable root cause is attributed to dislodged cable crimp.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a part of the permanent cautery spatula (pcs) instrument fell off. The fragment was not retrieved. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use. The surgeon believes the cause of the instrument break was due to instrument quality; the instrument was in use for about 10 minutes. The surgeon was not able to use the instrument. The instrument did not collide with any other instruments or other hard materials during the surgical procedure. No fragments fell into the patient. The instrument was not removed during the procedure prior to the breakage. The surgical staff did not feel any resistance upon removal of the instrument through the cannula. Upon final removal of the instrument, the wrist was straightened. The surgical staff did not feel any resistance upon removal of the instrument through the cannula. No damage was noted to the cannula or the instrument. No additional surgical procedure was required to move the fragments. There were no post-surgical x-rays or ultrasounds performed to check for remaining fragments the procedure was completed was not an injury to the patient. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. The instrument is available for return. There are no images or video recordings of the procedure available for review. No patient information is available.